Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the transplant was not routine. There were device issues that accelerated the patient on the transplant list; a driveline fracture and driveline infection. The device will be returned for evaluation.

Manufacturer narrative:
This event is a duplicate/additional information to MFR. Report #:2916596-2019-05829. Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed driveline (dl) wire damage that would have contributed to the reported low speed and pump stop events captured in the submitted log files. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019 and (B)(6) 2019 through (B)(6) 2020. Multiple low speed and pump stop events were observed throughout the files. The low speed and pump stop events were observed while the patient was supported by both the power module and while on battery power. It was noted that a driveline repair was performed on (B)(6) 2019, and additional low speed and pump stop events were observed after the repair. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 21¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. No damage was observed to the outer silicone jacket. The bionate layer had slight discoloration, however, no damage was observed. Lastly, the metal braided shield breakdown was consistent with the duration of the patient¿s use. Examination of the wires revealed slight kinking on the wires at approximately 7¿ and 9.5¿ but no evidence of any breaches or damage to the wire insulation or underlying conductors in that location. The remaining wires had no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient was ultimately received a transplant on (B)(6) 2020. (B)(6) was returned assembled with the driveline cut approximately 1¿ from the pump housing and the distal portion of the driveline was returned measuring approximately 33¿. Evidence of the previous driveline repair was observed. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the device. The outflow elbow, sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were returned detached from the pump. The pump appeared to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Examination of the sealed inflow and outflow conduits revealed no adhered depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly also revealed no adhered depositions or thrombus formations that would have contributed to any functional issues. The pins of the metal connector were free from deformation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket for each segment of the driveline. No damage was observed to the bionate layer of the driveline segments. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. Upon removal of the metal braided shielding, a breach was observed to the orange, brown and black wires approximately 31¿ from the metal connector. Although a specific cause could not conclusively be determined, the observed breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a grounded power source, the resulting electrical short to ground would have resulted in the low speed and pump stop events on the power module that were confirmed via the submitted log files. In addition, a phase-to-phase short would have occurred if the exposed conductors from any of the wires made direct or simultaneous contact with each other or the metal braided shield while the device was supported by batteries or an ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jul2015. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.